Event description:
It was reported to medtronic minimed that the customer experienced no communication other device to mobile and dose log/report data inaccuracy. The customer reported no adverse event. The event involved product(s) mmt-105elgyna, and mmt-8060. Inpen dose(s) are not transmitted to inpen app unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. The customer will discontinue using the inpen. Mmt-105elgyna was requested and customer response was the device will be returned. No product return is required for mmt-8060.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was already confirmed through earlier reference tickets. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: swr-00086. To assist with the resolution of the issue, we provided helpline team with the following steps - pt was not receiving inpen doses from inpen-to-inpen app as of (B)(6) 2025 3:10 pm. Replacement inpen was sent. Per tech support issue has been resolved. We've confirmed the issue by referring previously resolved tickets. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.